Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: on investigation, the display screen was found to be dim, faded and discolored. Investigation duplicated the complaint. Unrelated to the original complaint the battery compartment was crack at the battery compartment threads above the bumper and below the bumper at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.